Manufacturer narrative:
(B)(4). G2: foreign: poland. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while the surgeon was attempting to deploy the suture the device did not deploy the suture. A backup device was used to complete the procedure. There was no foreign body retained or harm to the patient. Attempts have been made and no further event information is available at the time of this report.